Event description:
This is a report of a homechoice device that experienced a system error 2367 (resume error/critical error found) alarm. The patient was connected to the device at the time of the alarm. The alarm occurred during dwell two of four of peritoneal dialysis therapy. The technical service representative instructed the patient to complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.